Event description:
Patient had ICD -implantable cardio defibrillator implant. Alarm indicating battery depletion sounded. Premature battery depletion identified and ICD explanted 1 year and 8 months later with new device implanted. Battery expected to last 4-5 years. Manufacturer notified.